Event description:
Additional information was received from a patient (pt). It was reported that after they last called things got better for a short time, but now they're much worse. Patient stated that the recharger don't stay plugged into the controller well but the ac power supply does. Patient stated that they have to hold the recharger in and wiggle the cord around to get it to work. Patient stated that they see a blank white screen sometimes and have to reset the controller battery, and then the controller makes them set the date and time again. Patient added that they'll sometimes see the "battery low" screen when recharging the implant, but they'll plug the controller back into the ac power supply and it goes back to normal. Patient stated they strongly believe the issue is with the recharger plug itself or the wires in the cord near the plug because if they move the cord or wiggle the plug that's how they can get it to work. Patient denied visible damage to the equipment. A replacement recharger (rtm) was sent out. Additional information was received from a patient (pt). It was reported that they received replacement recharger from this case but, it 'does not work'. Pt stated they have to force the recharger into the controller and itis still not fitting correctly. Pt noted that the ac power supply does fit in controller. Pt also stated they saw system problem rm05 and they have to reset the controller. Agent asked - pt stated the controller battery is draining about the same as before but they cannot tell since they have to mess with the controller and rtm to get the implant to charge. A replacement controller and battery were sent out. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that for the past couple months they have been having issues when trying to charge their implant and resetting has not resolved the issue. Caller stated that after about 10-20 minutes of charging the implant, the controller will go off and say the battery is empty screen #79 and it will not do anything. Caller added that they will unplug the recharger and plug in to ac power and the controller battery will be at 100%. Caller also mentioned that it takes more controller battery to charge the implant each time. Pt stated the issue is becoming worse and worse. Agent walked caller through resetting the controller. Caller confirmed no visible damage to the recharger cord/pins, controller port, controller battery compartment or the battery pack. Caller then connected the recharging antenna and confirmed recharging excellent. Controller battery was at 60% and implant was at 40%. Caller mentioned that they have to recharge their implant twice a day. Pt mentioned they had turned the stimulation off due to the issue. Pt stated the issue does not happen every time they charge, maybe once or twice a week. The message was not recreated while on the call. Pt will monitor, document if the message appears again, and will call back for assistance if needed.